Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a mastectomy procedure, the device is catching when firing the device. The surgeon has to put additional pressure to form the clip. It is unknown if the device completed the procedure. There was no patient consequence. The device was discarded.